Manufacturer narrative:
Customer reported that the ECG shows rhythm on the transmitter even when it is not connected to a patient or when no leads are installed. The device was returned to nihon kohden, evaluated, and the reported issue was confirmed. Found the ECG and spo2 connectors on the device were corroded. The main pcb had signs of possible fluid intrusion. This matter is currently under investigation with nihon kohden qa. This device will not be returned to the customer as nihon kohden provided them with a replacement. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Event description:
Customer reported that the ECG shows rhythm on the transmitter even when it is not connected to a patient or when no leads are installed.